Event description:
The pt experienced no stimulation sensation and had serious problems due to battery problems which had been occurring for several mos (specifics not provided). The neurologist ordered a magnetic resonance imaging and x-ray to evaluate the problem (results not reported). The hcp reported that the right-sided deep brain stimulator battery was replaced due to battery depletion. Impedances on the left-sided system were greater than 2000 ohms; current was less than 7 and 8 microamperes. The pt has been referred to teh neurosurgeon for further evaluation. Additional information has been requested. A follow-up report will be submitted if addtional information becomes available.